Event description:
It was reported that the external pulse generator's (epg) keypad was unresponsive when pressing buttons or turning dials. The epg's battery was replaced and the epg was restored to service and remains in use. There was no patient involvement.